Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected information. Updated field: h6 corrected fields: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope at the scope cover. Olympus will continue to monitor field performance for this device.